Event description:
A surgeon reports that since intraocular lens (iol) implant surgery, a pt is complaining that when they look at something close to their face, a dark outer ring appears. The pt states this "dark 1/4 moon on the outside" disappears with distance and when the eye is dilated.